Event description:
Healthcare professional reported left side deflation. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, crack opening. The leak test and microscopic analysis was performed which identified: a curved cracked opening in valve. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Trend review summary: review of all complaints of fluid leak (a050401) for the period of aug 2019 through jul 2021 related to date opened indicates that nine points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.